Event description:
During the atrial fibrillation (af) procedure with pfa, optical issues resulted in a procedural delay. When the catheter was inserted into the heart and connected to tactisys and ensite to zero the contact force, there were no issues with the status light or communication with the ensite x, but the beep kept ringing and the contact force could not be zeroed. The tactisys, the ensite x dws, and the amplifier were all restarted with no resolution. The catheter was replaced, but the issue persisted. No replacement device was used, and the af was terminated by dc cardioversion to complete the procedure. There were no adverse consequences to the patient.